Event description:
During the use of the laparscopic ligasure the control button popped off, and the jaws on the device would not open back up. This piece of equipment was faulty. A new device had to be retrieved to complete the case.